Manufacturer narrative:
(B)(4). Batch # r9203d. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible that the noises heard during procedure could be when the I-blade got broken. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic incisional hernia repair procedure a piece of the device broke off inside the patient. The piece was removed and another like device was used. This second device clicked and would not work. A third device was opened to complete the procedure. There were no patient consequences reported.